Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that a patient presented with a unspecified telemetry issue noted on the patient's implantable cardioverter defibrillator. No intervention was reported. The patient was stable throughout.